Manufacturer narrative:
Philips has investigated this complaint. It was reported system startup was stuck at "00:00". Review of the logfiles showed voltage error on output 24v1 bank-a b-cab. Upon further inspection, philips field engineer (fse) visited onsite and confirmed that the power supply unit in b cabinet was not working properly, and the power would not be turned on. The defective part was returned to analysis and confirmed the failure "electrical defect". Fse replaced the power supply unit. After the replacement of power supply unit, the system was returned to use in good working. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was unable to boot up, stalling at 00:00. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.